Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 600 mg/dl. The customer was treated high using the manual injection. Customer's blood glucose value was 600 mg/dl at time of incident. Customer's current blood glucose value was 480 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer reported that insulin pump had no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer reports that insulin does not exit with plunger push. The product was returned for analysis.